Manufacturer narrative:
H4: the device was manufactured from september 17, 2020 - september 18, 2020. H10: the device evaluation was completed. The returned unit contained fluid in the bladder only. A visual inspection was performed using the naked eye which showed no evidence of a leak at the blue winged cap or at other parts of the unit. The blue winged cap was observed to be securely tightened. The surfaces of the unit were observed to be dry. The bag that contained the returned unit was also observed to be dry. No evidence of wetness or leak was observed. A functional leak test was performed on the unit by adding green colored water to the bladder then the unit was monitored until the next day. The next day, no evidence of leak was observed. Based on the evaluation finding, the returned unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered at the hospital after filling, during storage. There was no patient involvement. No additional information is available.